Manufacturer narrative:
(B)(4). Batch # 115c24 additional information received: all information that are known/available has been disclosed. No photo available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the left bearing detached and no returned, the right bearing was present and in position within the saddle pin and with no reload present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device and test reload were tested for functionality, fired without any difficulties and during the functional testing, the device opened and closed as expected. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Although no conclusion could be reach on the cause of the reported event of "difficult to open", the instructions for use contain the following caution: before firing, ensure that the cartridge/reload fork and the anvil fork are aligned. Close the alignment/locking lever completely when the tissue is properly in place. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 115c24, and no non-conformances were identified.

Event description:
It was reported that during an open procedure, a part fell off when disassembling the device. Locking lever was not fully open, but the nurse attempted to disassemble the device forcibly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.